Event description:
The pt received the scs system on (B)(6) 2009. It has been reported the pt's ipg has been revised as the pt had not charged the system and used stimulation in over a year. The pt has experienced a fall and has lost significant weight. The pt also experienced trouble initiating a communication between the ipg and the pt programmer. No pt complications have been reported. It was reported effective coverage was obtained post-operative.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: results: the returned ipg did not communicate with a lab ppg. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.